Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for short shots was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of short shots was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode short shots. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced a defective lid. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the cap is not correct. The cap of the tube has a defect.